Event description:
Approximately on 03/03/06 I purchased a 12 ounce bottle of renu moisture loc solution. I woke up on 03/11/06 with excrutiating pain. Redness and swelling in my left eye. I thought I had scratched my eye when removing my contacts the night before. After about a week my eye finally cleared up. On 03/19/06 I woke up and again I had the same symptoms but this time in my right eye, again I thought I had scratched my eye. On 04/09/06 I woke up and again I had the same symptons in my left eye. On 04/11/06 I went to an ophthalmologist. He gave me quixin eye drops and erythromycin ointment and told me he believed I was wearing my contacts too long and to cut down on the time I was wearing them (I only wear them 8-10 hours a day). On 04/14/06 I heard about the renu moistureloc incidents and the symptoms the product was causing so I called dr to report that I had been using the renu product that was in question and I immediately quit using the product, because I had all of the symptons that were reported.